Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision tlif (transforaminal lumbar interbody fusion) and removal hardware with re-instrumentation at l4/5 due to pseudoarthrosis, recurrent radiculopathy. Intra-op, when surgeon placed the device in the disc space and hit the inserter with a mallet, on the third hit the surgeon noticed that the device broke and they pulled the device back and out of incision. Two little pieces of peek material around the hinge area of device were broken off on both sides of device, both peek pieces were accounted for and the device was never implanted into the disc space. So, the device was replaced with another elevate cage. There were no patient symptoms and complication reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection revealed the spacer has been damaged. The tabs/ears of the implant have been broken off. The height screw is able to thread in and out. The tabs appear to be broken due to impact force during insertion process. If information is provided in the future, a supplemental report will be issued.